Event description:
During the month of (B)(6) in 2018, I had 12 sessions of coolsculpting on my upper / lower abdomen and right / left flanks. Immediately after the procedure, I had massive swelling and nerve pain. These symptoms stopped around one month after the procedure. In (B)(6), I went for a f/u appt, I had pictures taken of my progress. I had a reduction in the areas that were coolsculpt. However, in the following months, I started to experience fat growth in the areas treated by the procedure. It was very noticeable. The areas treated tripled in size with noticeable fat. I contacted the office where I had the procedure and went in for another f/u. They took pictures and sent all of my info to the company reportable for the equipment. I never heard anything back. FDA safety report ID# (B)(4).